Event description:
It was reported that during an ablation procedure, the physician ablated the tissue next to this lead which led to "ineffective lead stimulation". The lead was abandoned and a new lead implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.